Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site and ineffective therapy and due to the thoracic ipg. As a result, surgical intervention was undertaken in 2023 wherein the thoracic ipg was explanted to address the issue. Additionally, it was reported that the patient experienced pain at the ipg site due to the cervical ipg. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event, date of explant, and patient's weight is estimated.